Event description:
Dealer has the unit and states that the hand brakes are splitting. Also identified that the brakes on the right and left side need replacing and the device needs new handgrips. In speaking with the reporter, it was learned the end user is able to use this device when it works properly. No injury.